Event description:
It was reported that during a total laparoscopic hysterectomy, the jaw broke apart. The case was completed with another device. The instrument was discarded. The sales rep stated that post-op, the patient did have a fever and an x-ray was performed. The x-ray found a metallic piece inside the patient, but there had no been a reoperation to determine what type of metal piece it was. The dr. Stated that he observed the electrode had been separated from the lower jaw during the original surgery. The dr. Was unsure if the I-blade had been fully intact or not. The dr. Stated that the patient's post-op x-ray image showed three metal pieces inside the patient's pelvic area. The three pieces of the device that broke off and fell into the patient were retrieved with a second operation the following day.

Manufacturer narrative:
(B)(4). Three white pieces from the surgery were submitted to the lab to identify the material and source of the sections. Below are several images of the pieces. All three appear to be the ceramic electrode from the enseal etrio device. The pieces were examined with an optical microscope and then images of the pieces were recorded. The 3 sections were then examined in the scanning electron microscope (sem) which has an energy dispersive x-ray (edx) spectrometer attached, capable of determining the elements present in a material. Additionally two ceramic electrodes made from zirconia (zirconium oxide) used in the etrio335 product (lot jbt179933210441) were analyzed using the same technique and the results were compared. The material from the 3 pieces consists primarily of zirconium, oxygen, aluminum and small levels of hafnium. Smaller levels of carbon, sodium and nitrogen were present and are consistent with elements found in tissue. The material from the known sample of ceramic electrodes consisted of the same elements and in ratios consistent with the composition of the 3 pieces from the surgery. Conclusion: the three pieces submitted for analysis from the surgery are consistent with the zirconia insulator used on the etrio335h. The 3 pieces submitted for this analysis came from the device used in the surgery.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent there was no sample received for analysis. Only a picture was submitted for review. Complaint stated that jaw had broken apart during use. The images were reviewed and one shows the tip of what appears to be an nseal etrio instrument in an operating field. A closer inspection of the image identified what looks to be the tip of the instrument electrode separated from the instrument. It is unclear as to how this could have happed. Without the instrument we are limited in our evaluation. No conclusion can be reach on what could have caused the reported event.

Manufacturer narrative:
(B)(4). During a conference call with the account, the o.r. Staff advised that during the initial surgery, the generator did display a yellow alert screen and no one could recall what screen was displayed. After the initial surgery, the patient had an infection and was brought back to the or and this is when the x-ray revealed pieces inside the patent, which were removed. If the gen11 system senses a generator or instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator (yellow alert screen) will appear in the lcd panel. The generator system will stop output, signal audibly, and provide recovery instructions to the clinical staff through the lcd.